Event description:
The manufacturer received information alleging a pt expired while on a ventilator. The pt reportedly became de-cannulated on (b)64 )2014 and expired in route to the hospital.

Manufacturer narrative:
Although there was no allegation of device malfunction, the durable medical equipment dealer (dme) returned the ventilator to the manufacturer for evaluation. The ventilator was evaluated by the manufacturer and the device passed all testing. The ventilator was found to operate and alarm as designed. The evaluation of the ventilator included a review of the device's downloaded memory. Several pt circuit disconnect and apnea alarms were logged on the day of the reported event (B)(6) 2014). The downloaded memory data also included therapy information. The therapy information indicates an event, which was reported as a pt de-cannulation, occurred on (B)(6) 2014, at approximately 5:15 am. When the event occurred, the device alarmed for circuit disconnect, apnea, and low minute ventilation. Based on the test results and downloaded memory data, the manufacturer concludes the ventilator operated and alarmed as designed for a pt circuit disconnect condition.